Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had issues with low and high blood glucose levels. The customer's blood glucose level was reported to have been 25mg/dl. It was reported the customer mentioned waking up with blood glucose level of 491mg/dl. It was reported that the customer had pulled their infusion set out, causing the highs. It was reported that the customer declined to troubleshoot and believes the pump is working fine. No further information or assistance provided.